Event description:
Bowel perforation. Unnoticed during surgery. Diagnosed after patient presented with fever and wound inflammation. Treated with antibiotics. Fibrin glue was applied to the injury. Implant was removed.

Manufacturer narrative:
D4: the implant is a two-part device with separate lot info. The second portion of the implant was catalog # tr1-1334, lot# 043601906h, expiration 01/30/2009. An investigation of this event was conducted in accordance with internal procedure and applicable regulations. The actual device was not returned for evaluation. The code was selected "other" meaning that the manufacturing process, design, inspection, testing, lot records, training, etc. Were evaluated. Original decision regarding reportability was that event was not reportable in us because the device is not marketed in the u.s. Reevaluation of available data resulted in a revised determination to report this event.